Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990n was received inside an ar-12990 knee scorpion batch number 15082079 for investigation. Visual inspection noted that the tip of a fragment of the needle was visible from the suture slot of the ar-12990 knee scorpion. The device investigated was the ar-12990 knee scorpion and functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 11127125 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Refer to the investigation photos.

Event description:
On 11/22/2023, it was reported by a sales representative via sems-06407933 that an ar-12990 knee scorpion had a broken needle stuck in its shaft. This occurred during a case with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.